Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The reporter has declined to provide abbvie further information regarding event, product, or patient details. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that patient #1 was injected with 2 cc of juvéderm® vollure¿ xc to the marionette lines and perioral area. After 6 weeks of post treatment, the patient returned to the office with granulomas to the treated areas. The patient was treated with triamcinolone, and hyaluronidase to dissolve the filler from the hcp. Patient #1